Event description:
Customer reports back to back testing on the same meter while using the voicemate system with results of 50mg/dl and 300mg/dl. Customer feels he got a 50mg/dl from dosing issues. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.